Event description:
Customer called to report sensor reading inaccuracy issues. Blood glucose reading was 46 mg/dl. Sensor glucose reading was 103 mg/dl. The customer treated for the low blood glucose but the insulin pump still showed a low reading and attempted to suspend the insulin pump. The customer also stated that she had an allergic reaction to the sensor tape. Customer declined troubleshooting and stated that she doesn't use the sensor anymore. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.